Event description:
It was reported that during the procedure, a smell of burning and a delayed fan noise were perceived. Once the fan began, the smell went away. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #.

Event description:
It was reported that during the procedure, a smell of burning and a delayed fan noise were perceived. Once the fan began, the smell went away. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during the procedure, a smell of burning and a delayed fan noise were perceived. Once the fan began, the smell went away. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The console was analyzed by a field service engineer (fse) at the customer's site. The fse was unable to duplicate the issue of fan noise and burning smell. During functional testing the fse found that the fiber port assembly was bad. Confirming the reported allegation. The fiber port assembly was replaced, and preventative maintenance (pm) was performed. The console passed full functional and electrical safety testing. The lens cell assembly was returned and underwent a thorough analysis. Visual inspection found the device in overall good physical condition; electrical connections were in good condition and the lens was clear and clean.